Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter displayed an ER-3 message upon test strip insertion. She further reported that on (B)(6) 2016 at 11:00 pm she was "feeling funny, had blurred vision, was very weak and was sweating". Customer noted she called out to her husband, but then fell to the floor. Customer's husband gave her juice, coke and milk to drink, but then she lost consciousness. Paramedics were called and upon arrival received a reading of 39 mg/dl and treated her with a glucagon injection, followed by glucose via intravenous infusion. Customer regained consciousness but before leaving the paramedics rechecked her glucose and received a reading of 370 mg/dl. No additional treatment was undertaken. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter serial number was investigated with retained test strips. The complaint was not confirmed and a new issue was observed. Investigation was unable to confirm the reported error issue because the test did not start after sample applied. Meter was de-cased and visual inspection on internal components observed blockage of hair in the strip port. This serves as a correction report. Follow up #1 MDR was previously submitted in error under MFR report #2954323-2016-04332 follow-up #1. The information submitted in MFR report #2954323-2016-04332 follow-up #1 was related to the issue reported under MFR report #2954323-2016-04373.

Event description:
Customer reported her adc blood glucose meter displayed an ER-3 message upon test strip insertion. She further reported that on (B)(6) 2016 at 11:00 pm she was ''feeling funny, had blurred vision, was very weak and was sweating''. Customer noted she called out to her husband, but then fell to the floor. Customer's husband gave her juice, coke and milk to drink, but then she lost consciousness. Paramedics were called and upon arrival received a reading of 39 mg/dl and treated her with a glucagon injection, followed by glucose via intravenous infusion. Customer regained consciousness but before leaving the paramedics rechecked her glucose and received a reading of 370 mg/dl. No additional treatment was undertaken. There was no report of death or permanent injury associated with this event.